Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1a endoleak was confirmed. Additionally, it was determined that the sealing ring was located 32mm below lowest renal artery. A definitive root cause for the reported type ia endoleak cannot be determined; however, it is most likely due to the location of the sealing ring. Due to the lack of the comparative images (post implant) it is not possible to identify weather the location of the ring was a user error or aortic remodeling. Therefore, device, user, procedure or anatomy relatedness of the event could not be determined. The final patient status is on surveillance until further treatment. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 2.5 years post-op, a type ia endoleak as detected on an unknown date during a routine follow-up. The patient will continue to be monitored. Subsequent to the initial report, clinical assessment determined that the sealing ring was located 32mm below lowest renal artery which was not included in the event as reported.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 2.5 years post-op, a type ia endoleak as detected on an unknown date during a routine follow-up. The patient will continue to be monitored.